Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional impella procedure. Reportedly, after deployment, the lever was closed and the foot of the prostyle device felt as though it had retracted completely. When attempting to remove the device from the patient anatomy, there was resistance and it became stuck. The patient was taken for cut down surgery to remove the stuck prostyle device from the patient anatomy. The impella procedure was not completed. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy due to the need for cut down surgery to remove the stuck prostyle device. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, analysis of the returned device showed that the guide was separated from the guide tube, but not into two pieces. It was confirmed that the separation had occurred during the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿device became stuck¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported guide break/separation was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.